Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water (a/w) cylinder, a/w channel, and insertion tube was unable to be further specified. Moreover, no physical damage of the device was confirmed at the locations where the foreign material remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope fell causing a defect. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the air/water tube and cylinder along with the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the air/water cylinder had a whitish foreign material resembling powder mixed with water. The flexibility adjustment ring had a scratch. The grip had a scratch. The air/water cylinder had discoloration. The suction cylinder had discoloration. The switch box had a scratch. The control unit had a scratch. The suction cover had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The plug unit had a scratch. Due to damage on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The plastic distal end cover had a crack. The light guide lens had a crack. The connecting tube had foreign objects and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.